Event description:
It was reported that as lvp 20d low sorb tubing was damaged. The following information was provided by the initial reporter: material no: 2260-0500 batch no: unknown it was reported that there was an issue with lipid tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-14 h6: investigation summary one sample was received for quality investigation. The customer complaint of leakage was verified by testing of the sample. The received sample was primed and observed for any air-in-line, occlusions, or leakage issues. Leakage was visible through the silicone tubing of the pumping segment. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. The root cause for this issue is an error when loading the infusion set into the alaris pump. See h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2260-0500 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d low sorb tubing was damaged. The following information was provided by the initial reporter: material no: 2260-0500. Batch no: unknown. It was reported that there was an issue with lipid tubing.